Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total psa value of 0.049 ng/ml and repeated as 3.46 ng/ml. The total psa reagent lot number was 59057500. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer used a 12 mm. Diameter tube, which is not specified for use on the e 601 analyzer. Product labeling instructs the customer that the minimum tube diameter for the e 601 analyzer must be 13 mm. The investigation determined the issue was consistent with incorrect pre-analytic sample handling as the tube size is not specified for use on the system.